Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was unable to wake and unlock the ilet after it fell from a waistband and struck a chair, and a crack was observed on the device housing; a replacement was arranged and shipment details were communicated. Symptoms included no adverse clinical effects and no blood glucose impact. Outcomes included replacement of the device and instruction to return the original unit. Investigation included customer interview, device use history review, and logistics review of replacement and return. Investigation of this case revealed mechanical damage to the device enclosure consistent with external impact, resulting in an unresponsive sleep/wake function and loss of operability. It was concluded, based on previously established findings for similar reports, that the cause was physical damage due to accidental impact.